Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlated to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and the scanner was not functioning. The field service engineer (fse) identified that the barcode scanner was intermittently failing and replaced it with a new universal serial bus (usb) barcode scanner and the drawer was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers were failing and could not be recovered. The customer stated that the issue affected the main drawer 4.1 and auxiliary drawers 5.1, 5.2, and 7.2. The customer attempted to reboot and recover the station, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.